Event description:
It was reported that the chronic right ventricular lead was attached to the new device six weeks ago. Impedance has increased since the changeout and is now high. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace impedance trend data shows a gradual increase for min and max ventricular pace bi impedance= 1824 to 2090 ohms range between (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the chronic right ventricular lead was attached to the new device six weeks ago. Impedance has increased since the changeout and is now high. It was additionally reported that the right ventricular lead has had greatly fluctuating impedances and thresholds. A possible connection issue has not been evaluated. The device and lead remain in use with continued monitoring. No patient complications have been reported as a result of this event.

Event description:
It was reported that the chronic right ventricular lead was attached to the new device six weeks ago. Impedance has increased since the changeout and is now high. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event. It was additionally reported that the right ventricular lead has had greatly fluctuating impedances and thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the chronic right ventricular lead was attached to the new device (B)(6) weeks ago. Impedance has increased since the changeout and is now high. It was additionally reported that the right ventricular lead has had greatly fluctuating impedances and thresholds. A possible connection issue has not been evaluated. The device and lead remain in use with continued monitoring. No patient complications have been reported as a result of this event. It was reported again that the lead trend showed rising and varying impedances. The pace sense portion was capped and replaced while the high voltage coils remain in use.